Event description:
Boston scientific received information that this right ventricular (rv) lead has been exhibiting noise which had been oversensed resulting in inappropriate shocks and anti-tachycardia pacing delivered when not required. The noise could be reproduced with body movements and pacing impedance measurements less than 200 ohms were also noted with the associated right ventricular (rv) lead. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. The caller reprogrammed the duration to four seconds in the vt/vf zones and stated that a revision procedure will be performed in the near future. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
A lead revision was subsequently performed and the associated right ventricular (rv)lead was removed from service and replaced. The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
--

Manufacturer narrative:
This device was subsequently explanted for normal battery depletion. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.